Event description:
It was reported that the 4 x 30 x 135 mm xpert stent was found partially, prematurely deployed upon unpacking before it was used on the patient. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xpert self expanding stent system (sess) noted blood on the tuohy borst adaptor, on the stent implant and on the tip, consistent with handling. There was no saline visible. The stent was partially deployed 5 millimeters (mm). The distal end of the stent was located 3 mm distal to the distal marker. There was no damage noted to the stent. The stent sheath was retracted 4.5 mm. There was no damage noted to the sess. The tuohy borst valve was in the locked position. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the touhy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, it may be possible that the premature deployment is related to handling during preparation or advancing over the guide wire, as there was blood noted on the touhy borst adaptor, stent implant and on the tip. Additionally, the distal sheath was retracted 4.5 mm, consistent with the outer member being pulled back slightly. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency. During manufacturing, all self expanding stent delivery systems are inspected for damage during the manufacturing process. Additionally, samples of the units are functional tested.